Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an inappropriate electric shock due to oversensing and noise, which appears consistent with myopotentials. Troubleshooting options were discussed and recommended. The plan will bring the patient into the clinic. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.